Manufacturer narrative:
(B)(4). Hook retraction impeded by biological debris. The velocity port with the locking connector, 10 cm of catheter, and the tubing strain relief were returned for analysis. The tubing strain relief was observed free floating along the catheter. The actuator ring was on the locked position with hooks deployed. Biological debris was observed in the septum retainer area, in the port body and under one hook. The locking connector and the catheter were correctly connected to the port. Fourteen punctures were observed on the septum. Functional testing were performed. The tubing strain relief was reattached to the locking connector easily. Dimensional measurements were performed on the locking connector and met all design specifications. An applier sample was used to retracted hooks with unsuccessful result, due to presence of biological debris in the mechanism. The port was leak test and no leaks found. A DHR review was conducted and no discrepancy was observed during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that post implant of a sagb, the surgeon believed the velocity port was ineffective and was replaced on (B)(6) 2010 as the patient was not loosing weight. The port was replaced without any patient consequence.